Manufacturer narrative:
Resolution has been requested from the field. It was later reported that an x-ray confirmed the lead had slightly dislodged. The patient's lead was successfully repositioned with acceptable measurements. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the a device check this right ventricular (rv) lead had r-waves from 11 to 5.8 mv, normal impedances, but no capture at maximum outputs. However, this lead appears to be capturing the right atrium. Thresholds were normal. An x-ray was performed with suspect of dislodgement. No adverse patient effects were reported.